Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 81 months ago. Vessel morphology at the time of implant is unknown. The current vessel morphology was reported as disease progression resulting in aortic neck angulation of 50 degrees. It was reported that the CT demonstrated that graft had migrated 22 mm distally. The physician elected to implant a talent aortic cuff and an aneurx aortic cuff successfully resolve the type I endoleak and the migration. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: (graft migration, endoleak), (disease progression resulting in aortic neck angulation of 60 degrees). Evaluation conclusion: (disease progression resulting in aortic neck angulation of 60 degrees). (Secondary intervention).